Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to include device analysis details.

Event description:
This report is being filed because the conclusion code has been updated based on trending analysis.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out-of-range shock impedance of greater than 125 ohms. The shock impedance has been gradually increasing over the past year which is indicative of physiological changes. Boston scientific technical services (ts) recommended further evaluation including isometrics, pocket manipulation, and potentially commanded shock tested. The plan is to evaluate further at the patient's next scheduled appointment. This product remains in service. No adverse patient effects were reported.